Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection.

Event description:
Patient's relative reported right side implant removed because the patient "developed an infection." Patient's relative additionally reported the patient's "body rejected them, and [patient] became really sick", unrelated to the device. Manufacturer of the device is unknown.